Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported that during an implant procedure it was noted that the patient went into ventricular tachycardia/fibrillation. External defibrillation was performed but did not terminate the rhythm. The implantable cardioverter defibrillator (ICD) was turned on and shock was attempted, but the device was not in the pocket. External defibrillation was performed again and brought the patient to sinus rhythm. The patient was stable following the procedure.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.